Manufacturer narrative:
The analyzer serial number is (B)(6). The samples were requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys toxo igg and cmv igg elecsys e2g results for 1 patient on a cobas 8000 e 801 module. The sample from (B)(6)2023 produced the following results: the cmv igg elecsys e2g result was <0.25 ui/ml (non-reactive). The cmv igm elecsys result was 0.12 coi (non-reactive). Another method (diasorin liaisonxl ) was used at a reference laboratory and the cmv igg result was <5.0 au/ml (negative). Another method (diasorin liaisonxl ) was used at a reference laboratory and the cmv igm result was <5.0 au/ml (negative). The sample from (B)(6) 2023 produced the following results: the elecsys toxo igg result was < 0.18 ui/ml (non-reactive). The elecsys toxo igm result was 0.16 coi (non-reactive). The cmv igg elecsys e2g result was <0.25 ui/ml (non-reactive). The cmv igm elecsys result was 0.12 coi (non-reactive). Another method (diasorin liaisonxl ) was used at a reference laboratory and the toxoplasma igg result was 0 ui/ml (negative). Another method (diasorin liaisonxl ) was used at a reference laboratory and the toxoplasma igm result was <3.00 index (negative). The westernblot toxo igg (ldbio diagnostics method) overall interpretation of the result was negative. The sample from (B)(6) 2024 produced the following results: the elecsys toxo igg result was 19.20 ui/ml (reactive). The elecsys toxo igm result was 0.19 coi (non-reactive). The cmv igg elecsys e2g result was 4.07 ui/ml (reactive). The cmv igm elecsys result was 0.15 coi (non-reactive). Another method (diasorin liaisonxl ) was used at a reference laboratory and the toxoplasma igg result was 0.186 ui/ml (negative). Another method (diasorin liaisonxl ) was used at a reference laboratory and the toxoplasma igm result was <3.00 index (negative). Another method (diasorin liaisonxl ) was used at a reference laboratory and the cmv igg result was <5.0 au/ml (negative). Another method (diasorin liaisonxl ) was used at a reference laboratory and the cmv igm result was <5.0 au/ml (negative). The westernblot toxo igg (ldbio diagnostics method) overall interpretation of the result was negative. This medwatch will apply to the elecsys toxo igg assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the cmv igg elecsys e2g assay.

Manufacturer narrative:
Samples from the patient were submitted for investigation and the reactive elecsys toxo igg and cmv igg results were reproducible and considered correct. A passive transfer of anti-toxo igg and anti-cmv igg antibodies by the treatment with hyperimmunoglobulins is suspected.